Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical engineering department with an unsigned note that stated, "one of the buttons is not working." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, the customer declined to provide add'l info.

Manufacturer narrative:
The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.